Event description:
On (B)(6) 2025, it was reported that the user's blood glucose (bg) began to ruse following a supply change. They quickly changed their infusion site and experienced low blood glucose of 40 mg/dl. The user treated with approximately 12 jellybeans. Bg was 173 mg/dl at the time of the call and the user reported feeling better. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.